Manufacturer narrative:
Argus case ID:(B)(4).

Event description:
Swallowed a bit of corega [accidental device ingestion]. Case description: this case was reported by a consumer via call center representative and described the occurrence of accidental device ingestion in a male patient who received corega (corega (unspecified denture adhesive or denture cleanser)) unknown (batch number unk, expiry date unknown) for product used for unknown indication. On an unknown date, the patient started corega (unspecified denture adhesive or denture cleanser). On an unknown date, an unknown time after starting corega (unspecified denture adhesive or denture cleanser), the patient experienced accidental device ingestion (serious criteria gsk medically significant). The action taken with corega (unspecified denture adhesive or denture cleanser) was unknown. On an unknown date, the outcome of the accidental device ingestion was recovered/resolved. It was unknown if the reporter considered the accidental device ingestion to be related to corega (unspecified denture adhesive or denture cleanser).this report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details: adverse event information was received from consumer on 28feb2022 via call center representative (phone). The consumer stated that "my father swallowed a bit of corega. I called my doctor. Everything is fine."